Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported by (B)(6) hospital, australia that on (B)(6) 2021, the hub of an unknown dawson-mueller drainage catheter (rpn and lot unknown) broke. The device was required by an unknown patient for drainage. The day following device placement, it was discovered that ¿the hub on the drain was broken¿. As a result, the device was removed and replaced. No other adverse events were reported. Reviews of the documentation including the complaint history, device history record, instructions for use (IFU), drawing, manufacturing instructions, quality control procedures and specifications of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are currently in place to prevent the release of nonconforming product related to the reported failure mode. The risk specifications covering mac-loc drainage catheters includes hub separation as a potential failure mode. The identified risk controls include the manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A completed product description was unable to be provided by the facility. An expanded search of sales to the customer between (B)(6) 2018 and (B)(6) 2021 found one device (ult8.5-38-25-p-5s-cldm-hc, lot number 9488930) identified as being sold to the reporting facility. A review of the device history record (DHR) for lot 9488930 found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with this lot number. Cook also reviewed product labeling. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Upon the discovery of the possible lot number per the expanded search, the dmr, IFU, DHR and design history file suggests these devices were manufactured to specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no returned product and the results of our investigation, it was concluded that it is possible that a manufacturing or quality control deficiency contributed to the reported event. A previous CAPA investigation implemented corrective actions related to manufacturing and quality control. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an unknown dawson mueller drain had broken at the hub. The catheter was inserted the day prior to the failure. The patient required an additional procedure to remove and replace the broken device. No additional adverse effects to the patient have been reported. The device is not available for return, as it was destroyed by facility.